Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse powered the unit on, connected a known trainer and known simulator and initiated autofill. The iabp unit immediately alarmed with autofill failure. The fse began troubleshooting and discovered the iabp fill port tubing was loose. The connection was tightened and autofill was reinitiated. The unit then completed an autofill and functioned according to factory specifications. Full preventative maintenance, safety, calibration, and functionality checks passed to factory specifications. The iabp unit was returned to clinical service upon completion.

Event description:
It was reported that during initiation of the therapy on a patient, after the catheter was inserted and the start button was pressed, the cs300 intra-aortic balloon pump (iabp) generated an autofill failure. The iabp was switched out with another iabp unit to continue therapy without issue. There was no patient harm and no adverse event was reported.